Event description:
It was reported that the pump is not recording all of the boluses. There is no additional information available at this time.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): a review of the total daily dose history (tdd) indicated that the pump was delivering insulin accurately and correctly reflects the user's programmed rates. Basal and bolus histories were found to match with the tdd. An ezprime operation was performed with no issues. The units remaining were correctly calculated and recorded in the pump history. Test boluses were delivered using a test meter and they were accurately recorded in the pump history. The pump was exercised for 24 hours with no difficulties noted. There was no defect found on investigation; the complaint could not be confirmed or duplicated.